Event description:
It was reported that the patient presented with mrsa infection, (methicillin-resistant staphylococcus aureus) in the shoulder six weeks post mini open rotator cuff repair. Further patient information requested without success. This device is used for treatment.

Manufacturer narrative:
The device remains implanted in the patient. Device history review revealed no issues with the sterilization of this lot. Patient is currently recovering with antibiotics. This is the fourth of five similar incidents of this nature for the same doctor at two surgery centers. Doctor states devices were moved between centers where the infections occurred. Based on previous evaluations, infection cases are usually hospital acquired, not a product related issue. The type of organism identified in this patient is a pathogen responsible for common nosocomial infections. A definitive conclusion, however, could not be determined from this event.